Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not¿confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: misalignment of camera unit and the image has white dots. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to misalignment of camera unit, the image has white dots. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of the camera head was dark and lens was slightly odd center. There were no reports of patient harm.